Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
On (B)(6) 2017, the customer replaced a reagent probe due to a probe up/down alarm which occurred that morning on the cobas 8000 c 502 module (c502). On (B)(6) 2017, the customer stated that controls were out of range high for multiple assays on the c502 analyzer. The customer repeated testing for an unspecified number of patient samples and found that the results were different. The customer provided data for a total of 18 patient samples tested for multiple assays. Of these samples, seven had erroneous initial results that were reported outside of the laboratory for phos2 phosphate (inorganic) ver.2 (phos), igg-2 tina-quant igg gen.2 (igg), and vanc3 vancomycin gen. 3 (vanc). The repeat results were believed to be correct and corrected reports were issued. The first sample initially resulted with a phos value of 5.7 mg/dl and repeated as 4.1 mg/dl. The second sample initially resulted with an igg value of 276 mg/dl and repeated as 156 mg/dl. The third sample initially resulted with a phos value of 4.8 mg/dl and repeated as 3.4 mg/dl. The fourth sample initially resulted with a vanc value of 36.1 ug/ml and repeated as 8.6 ug/ml. The fifth sample initially resulted with a phos value of 2.5 mg/dl and repeated as 1.6 mg/dl. The sixth sample initially resulted with a phos value of 2 mg/dl and repeated as 1.2 mg/dl. The seventh sample initially resulted with a phos value of 5.4 mg/dl and repeated as 4.1 mg/dl. The patients were not adversely affected. The phos reagent lot number was 24781101, with an expiration date of 31-aug-2018. The igg reagent lot number was 24242601, with an expiration date of 28-feb-2019. The vanc reagent lot number was 21941801, with an expiration date of 28-feb-2018. The field service engineer determined that there was plastic in the reagent probe tip. He replaced the reagent probe. He ran quality controls and these were within expected limits. No further issues have been reported by the customer since these actions.

Manufacturer narrative:
Investigations determined that the issue was caused by the partially blocked reagent probe tip.